Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpacked ar-1588rt-2j serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the tightrope suture system was broken. The adjustable loop was broken, and only a pair of sutures were attached to the button. The suture tails were frayed and damaged. No scratches or sharp edges were noted on the button. Functional testing was performed by pulling the sutures to check for resistance and functionality. No problems were found. The complaint allegation was confirmed. The most likely cause of the reported and observed failure is user error, specifically pulling the suture strand with excessive force or near sharp edges. A tiger tail suture and a metal shaft were returned with the device; however, no allegation was identified against these devices.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the tight rope tore off directly during the ¿climbing¿ step. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.